Event description:
The patient stated that they were hearing an alarm every hour that sounded similar to the critical alarm. The pt had been hearing it for about 3 days. The patient had not experienced increased pain and did not have a recent MRI; CT scan was done two weeks ago. A confirmed motor stall was noted in the event logs on (B)(6) 2010 with no motor stall recovery recorded. The pt had another month left before the next pump refill was due.

Manufacturer narrative:
(B)(4).